Manufacturer narrative:
Lot#: changed to unknown. DHR could not be reviewed because the batch remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. During the device analysis, it was revealed that the balloon catheter shaft was kinked. During the functional testing, it was found that the balloon inflated and deflated as intended. It is possible that the kink contributed to the reported event; however, the balloon inflated and deflated as intended during functional testing despite the presence of the kink. And based on the information available and analysis of the device, the cause of the analyzed kink could not be determined.

Event description:
During the preparation, it was reported that the balloon did not deflate fast enough. No patient was involved.

Event description:
During the preparation, it was reported that the balloon did not deflate fast enough. No patient was involved.